Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left flank on (B)(6) 2012 using the coolcurve plus applicator. They were also treated to the lower abdomen on (B)(6) 2013 using the coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) within 1 year after treatment. The patient was diagnosed with pah in the left flank and lower abdomen on (B)(6) 2017. The pah was described in left flank as visible bulge that protrudes from patient¿s flank, with posterior/horizontal lying placement; easily pinchable away from patient¿s body.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left flank on (B)(6) 2012 using the coolcurve plus applicator. They were also treated to the lower abdomen on (B)(6) 2013 using the coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) within 1 year after treatment. The patient was diagnosed with pah in the left flank and lower abdomen on (B)(6) 2017. The pah was described in left flank as visible bulge that protrudes from patient¿s flank, with posterior/horizontal lying placement; easily pinchable away from patient¿s body.